Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient in st elevation myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced cardiac arrest at home and cardiopulmonary resuscitation (CPR) was initiated and emergency medical services (ems) were called. Return of spontaneous circulation (rosc) was achieved after five minutes of CPR. Ems arrived and transported the patient to the hospital and during transport the patient experienced another episode of cardiac arrest and CPR was initiated. Upon arrival to the emergency department, the patient was intubated, and rosc was achieved after 10 minutes of CPR and intubation. An electrocardiogram revealed the patient was in st elevation myocardial infarction and was emergently brought to the cardiac catheterization laboratory for impella cp placement and percutaneous coronary intervention. The impella cp was prepped, inserted, and support was initiated without complications. Additionally, a temporary heart pacer was placed, and the decision was made to transport the patient to the cardiovascular intensive care unit (cvicu) for rest and to plan for the pci later that week. Upon arrival to the cvicu, it was noted that the patient had a large hematoma at the impella access site. Manual pressure was held for 15 minutes and hemostasis was achieved. The access site was redressed with angle matching and a femstop was placed with mild pressure overnight. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the sae/hematoma: rn noticed large hematoma at the impella access site. Two rns held manual pressure for 15 min achieving hemostasis. The cause of the access site adverse event was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.